Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the patient first started experiencing the flipped pump ¿about a month ago¿. The representative confirmed there was no catheter issue. The catheter was aspirated without difficulty. The patient did not experience any symptoms related to the flipped pump. The issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [25 mg/ml] at minimum rate. It was reported there was a suspected flipped pump. The representative had just been called into the revision case and did not have history on the flipped pump. They were going to revise the pump pocket and possibly the catheter. No patient symptoms were reported. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the patient¿s weight at the time of the event was (B)(6) pounds.